Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a device change out, once the leads were connected to the new pacemaker, the atrial channel had a lot of noise and impedance was 2500 to 3000 ohms. The lead was reportedly very old. The physician changed the configuration to unipolar pacing and bipolar sensing, where impedance normalized. The field representative noted that this is indicative of the outer conductor becoming compromised. However there is no testing performed on the right atrial (ra) lead, confirming this report. No adverse patient effects were reported.